Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient was hospitalized due influenza which was unrelated to the pump. Furthermore, the pump doses were turned down while hospitalized per physician request. The doses were decreased once the patient was discharged. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal morphine (unknown) and fentanyl at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the patient that she was in the hospital for 5 days and just got out either the yesterday or the day before and when she was in the hospital "they turned off the pump". Patient stated she was feeling light headed and was having a lot of pain and she wanted to get the pump turned back on. Patient stated a nurse comes to her home and fills the pump and was coming out on thursday. Patient did not know what home infusion company fills the pump. The patient was redirect to their healthcare provider (hcp) to further address.